Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi display. Friend is calling on behalf of the customer. The expected fasting blood glucose test result range is 150 to 200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on 11/20/2018, a blood test was performed by the customer and produced test results of 286 and 295mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 09/16/2019 and open vial date is 10/20/18. The meter memory was reviewed for previous test result history. Result 1:305mg/dl, date: (B)(6) 2018, time:12:11pm, fasting; result 2:354mg/dl, date: (B)(6) 2018, time:12:03pm, fasting; result 3:250mg/dl, date: (B)(6) 2018, time:11:54am, fasting; result 4:255mg/dl, date: (B)(6) 2018, time:7:54am, fasting; result 5:254mg/dl, date: (B)(6) 2018, time:10:36am, fasting; result 6:hi, date: (B)(6) 2018, time:5:01pm, non-fasting. At the time of the call customer states she was hospitalized in (B)(6) of 2017. Customer states that went to the hospital due to neck pain, fast pulse, and feet cramped. Customer was told that her sugar was in the 300's and was dehydrated. Customer received IV fluids and dextrose.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#: (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi display. Friend is calling on behalf of the customer. The expected fasting blood glucose test result range is 150 to 200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of 286 and 295mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 09/16/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history. (B)(6). At the time of the call customer states she was hospitalized in (B)(6) or (B)(6) of 2017. Customer states that went to the hospital due to neck pain, fast pulse, and feet cramped. Customer was told that her sugar was in the 300's and was dehydrated. Customer received IV fluids and dextrose.